Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm on (B)(6) 2017. Approximately 3 months later the patient was presented with a type 1b endoleak from the left iliac. The physician decided during the angiography that the overlap was no longer sufficient. On (B)(6) 2018 the patient was treated with a vela proximal extension to bridge the overlap. An ovation 22x45 extension was used to repair the type 1b left iliac endoleak. As of the date of this report there have been no additional patient sequelae reported. The patient status is well post-procedure.